Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having problems with his new sensor. He also mentioned that he had a low blood glucose. The customer had a blood glucose of 25 mg/dl and 35 mg/dl. He treated by eating candy bars and drinking orange juice. After doing so, his blood glucose went up to 65 mg/dl, his wife fed him and his blood glucose went up to 300 mg/dl. He stated that he bloused for the high blood glucose. The customer declined troubleshooting for both the high and low blood glucose and said that he would call back if it happened again. The insulin pump will not be returning for analysis.